Event description:
It was reported that during cataract surgery using veritas machine, the doctor ruptured patient's posterior chamber bag. The original intraocular lens (iol) to be implanted was changed to a three-piece lens which was used to complete the procedure successfully and without injury or complications. No additional information was provided. This report is against the phaco tip. A separate report will filed against the veritas console and the handpiece.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d4: lot #: unknown/not provided. Section d4: model # unknown/not provided. Section d4: catalog # unknown/not provided. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not implantable. Section d6b: if explanted, give date: not applicable, as the device is not implantable. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h8: usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.